Manufacturer narrative:
Pump received with an unresponsive keypad at the [specify which buttons if possible]. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the [keypad flex connector / pcba 1 / pcba 2 j1 / force sensor / corroded battery tube]. Swapped out case and successfully downloaded history files and traces. Stuck button alarm (was / was not) found in the [history files or traces]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, label damage (stained/faded/peeling), and corroded battery tube. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the [keypad flex connector / pcba 1 / pcba 2 j1]. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced a keypad/button unresponsive/button error. The customer reported, no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. And the customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Time does advance, when display is observed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested. And the customer response was, the device will be returned.